Event description:
A surgeon reported that the laser stopped due to a shutter error when the treatment was 69% complete. The next day they selected the remainder of the treatment from the aborted list. When the laser started, it began firing at 0%, instead of the expected 70% start point. The surgeon felt that the laser was firing for too long to be the remaining 30% of the treatment, so he removed his foot from the pedal. The treatment remains in the aborted treatment list, and the number of shots fired are greater than the total number of shots indicated for the treatment. The pt's va is 20/20. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).